Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. The review of system log files showed ups failure. Upon troubleshooting, the fse stated that the cause of the boot up issue was 1 phase ups. To resolve the issue, the fse bypassed the ups then the system booted up normally. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.